Event description:
According to the reporter, during the ladg procedure, when the surgeon fired the device, there was slight tension was applied to the tissue. The surgeon said the tissue was not thick. Then the surgeon pulled the black return knob back, opened the jaws and checked the staple line, however the last quarter of staples were u-formed and the staple line was incomplete. The surgeon additionally resected duodenum and the changed the procedure to roux-en-y reconstruction. No reinforcement material was used. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. There was tissue damage. The incision site was not extended. The part fell into the patient's cavity and was retrieved by the physician. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with an sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Oozing bleeding occurred as a result of the issue which was stopped by the bipolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.